Manufacturer narrative:
Product analysis summary: the delivery system returned with a detachment on the hypotube 18cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the hypotube proximal and distal to the detachment site. A kink was evident on the distal shaft. The inner lumen could not be verified with a 0.015 inch mandrel due to the kink on the distal shaft. No deformation was evident to the distal tip. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a lesion in the circumflex (cx) artery. Negative prep was not performed. The lesion was not pre dilated. The device did not pass through a previously deployed stent. The device was inspected with issues noted. It was reported that stent deformation occurred in vivo post deployment. Patient is alive with no injury.

Manufacturer narrative:
Correction to regulatory report:(B)(4), patient ID: (B)(6). If information is provided in the future, a supplemental report will be issued.